Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late

Event description:
Healthcare professional reported left side "pain, induration, deformity, adjacent fluid and capsular contracture baker grade IV" confirmed via MRI. Device remains implanted.